Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the call recording which the medical surveillance specialist listened to. The patient stated that the alleged inaccuracy began during the afternoon of (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿330mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes by taking 500mg metformin per day and in response to the alleged product issue they phoned their doctor¿s office for advice. The patient was advised to take another 500mg metformin on (B)(6) 2017. The patient stated that 6 hours after taking this additional medication they developed symptoms of ¿severe headache, not steady, shivering and lethargic¿. The patient did not state what type of treatment, if any, they received as a result of these symptoms. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.